Event description:
A caller reported a malfunction on the pump, with no notable events occurring prior to the issue. The customer did not provide information regarding whether their blood glucose level exceeded 500 mg/dl. Cts assisted the caller by providing information and assistance to reset the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if the malfunction code reappears.